Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000136285 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patients lead was auto reducing. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein lead was explanted and replaced to address the issue. It is unknown which lead was auto reducing.

Manufacturer narrative:
Correction d4 device information. Correction h4- manufacturing date.